Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, the customer had difficulty sliding the cartridge into the pump. The customer reloaded the cartridge to resolve the issue. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.